Event description:
Caller reported that the pump's wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued using the existing pump.